Event description:
It was reported that this right ventricular (rv) lead was explanted. The lead presented out of range shock impedance, which remained consisted for years. Therefore, the physician decided to explant and replace the lead.